Event description:
It was reported that during the insertion procedure, the cardiosave intra-aortic balloon pump (iabp) unit has an autofill failure and fiber optic error. There was no patient death or injury reported.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has an autofill failure and fiber optic error.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the fiber optic connector was damaged. To fix the issue, the fse replaced the fo sensor extension cable assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a